Manufacturer narrative:
Inspection and testing found the image was lost due to a cable break. When the device was received the cable was severely kinked and twisted. The insulation had also slipped in several places. A leak was also detected on the cable. In addition, the adapter was heavily worn, the label was faded, and the locking mechanism could not be used. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported the cable on the camera head was found to be broken. The customer stated this did not occur during a procedure. The subject device was sent to an olympus service center for evaluation. During inspection and testing, the image disappeared and the visual field was lost suddenly. This report is being submitted for the malfunction found during evaluation (loss of image). There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the phenomenon was due to faulty cable causing communication failure. The root cause of faulty cable could not be determined. Regarding cable damage, the following is stated in the instruction manual at the time of shipping of the product. This can prevent the phenomenon. Do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged olympus will continue to monitor field performance for this device. Correction to g3 of the initial medwatch. The aware date should be 06-mar-2022.